Event description:
Per the clinic, the patient experienced skin irritation and subsequently was treated with oral antibiotics (specific date and duration not reported); however, the issue could not be resolved. The patient also developed mrsa infection, exposing the implanted device. The device was explanted on (B)(6) 2022 and the patient was treated with topical antibiotic (specific date and duration not reported). It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on september 28, 2022.